Event description:
Litigation alleges that patient suffered injury(ies) as a result of the implantation with the asr hip implant: aching, stiffness and weakness which in turn negatively affects his ability to move. Patient was injured by excessive levels of chromium and cobalt in his blood and suffers from anxiety about the failure of his hip. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that patient suffered injur(ies) as a result of the implantation with the asr hip implant: aching, stiffness and weakness which in turn negatively affects his ability to move. Patient was injured by excessive levels of chromium and cobalt in his blood and suffers from anxiety about the failure of his hip.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Asr litigation record received. Litigation alleges discomfort and emotional distress. It was also indicated that this case was dismissed pursuant to (B)(4) and has now been re-opened by the court. Patient's counsel was instructed to file an amended complaint alleging revision.

Manufacturer narrative:
(B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.